Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 20593493.

Event description:
It was reported that the patient had inadequate stimulation with the initial placement of leads. The patient underwent a revision procedure wherein the leads were replaced and repositioned. The explanted leads were not returned.